Event description:
Power mate, electrical extension device began smoking from receptacle where bair hugger was plugged into, prior to beginning of case. Circulator removed bair hugger device plug from powermate receptacle. One prong broke off inside the powermate and is fused in place. Powermate device and bair hugger removed from service, as well as the other 5 powermate units. (B)(4). Bio-medical engineering inspected all powermate units. Two failed inspection. The smoking unit should have shut off automatically when it overloaded.